Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initial reported via webform about issue with the adc device. The customer was called and they indicated that they encountered an unspecified reading issue and as a result. The customer further reported experiencing sweating and a loss of consciousness. The customer had contact with a healthcare professional who obtained a glucose reading of 33 mg/dl and was treated with glucagon for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.